Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected right-sided deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast augmentation with two 290cc mentor smooth round high profile prostheses and experienced bilateral capsular contracture (grade unknown) and right-sided deflation postoperatively. Due to suspected right-sided deflation, the patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #: 3505375bc, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. Upon explantation, the left device was found to be intact, and the right device appeared to have lost some volume. The surgeon squeezed the right device but did not see a gross leak from the implant. Thus, it was suspected that the valve on the right device might have been faulty. In addition, the surgeon stated that the pockets on both sides had a significant amount of lateral displacement of the implants. This report is for the left-sided prosthesis.